Event description:
It has been reported that the bd¿ syringe 1.0ml 31g tw 6mm bls 400 sg has been found with the needle breaking during use. The following has been provided by the initial reporter: it was reported to the distributor that the needle broke off when taking care of a patient. Event description per attached email states: we had a customer return product number 328446, due to the needle breaking off when taking care of patient.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer provided two photos of bd safetyglide insulin syringe labels from lots 9084810 and 9106713. The customer reported needle breaking off when taking care of patient. After reviewing both photos provided by the customer it was determined that no evidence of manufacturing defect could be observed, therefore, the alleged issue could not be confirmed, and the root cause could not be determined. A review of the device history record was completed for batch# 9106713. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9084810. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary: customer returned (20) sealed/unused 31gx6mm, 1ml bd safetyglide insulin syringes (10 from lot 9084810 and 10 from lot 9106713). Customer reported the needle breaking off when taking care of patient. All 20 returned syringes were examined, then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point outer diameter (in.) Lube sample 1: good. 0.0103: good. Sample 2: good. 0.0103: good. Sample 3: good. 0.0103: good. Sample 4: good. 0.0103: good. Sample 5: good. 0.0103: good. Sample 6: good. 0.0103: good. Sample 7: good. 0.0103: good. Sample 8: good. 0.0104: good. Sample 9: good. 0.0103: good. Sample 10: good. 0.0103: good. Sample 11: good. 0.0100: good. Sample 12: good. 0.0100: good. Sample 13: good. 0.0103: good. Sample 14: good. 0.0103: good. Sample 15: good. 0.0103: good. Sample 16: good. 0.0102: good. Sample 17: good. 0.0103: good. Sample 18: good. 0.0103: good. Sample 19: good. 0.0103: good. Sample 20: good. 0.0103: good. All 20 samples tested within specification, and no evidence of manufacturing defect was observed. Since no manufacturing defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9084810. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9106713. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd¿ syringe 1.0ml 31g tw 6mm bls 400 sg has been found with the needle breaking during use. The following has been provided by the initial reporter: it was reported to the distributor that the needle broke off when taking care of a patient. Event description per attached email states: we had a customer return product number 328446, due to the needle breaking off when taking care of patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106713, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-16. Medical device lot #: 9084810, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1.0ml 31g tw 6mm bls 400 sg has been found with the needle breaking during use. The following has been provided by the initial reporter: it was reported to the distributor that the needle broke off when taking care of a patient. Event description per attached email states: we had a customer return product number 328446, due to the needle breaking off when taking care of patient.